Event description:
It was reported that the pump touch screen was unreadable. There was no adverse impact to customer¿s blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.